Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 2 months. The patient remains ongoing on lvad support, no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that 2 pump stoppages occurred on (B)(6) 2018. An x-ray image and the system controller log file reviewed by the manufacturer's technical services representative revealed a possible driveline problem near the system controller. The patient was asymptomatic. On (B)(6) 2018, an external driveline evaluation was performed. A visual check of the external driveline showed that it was very clean and solid. The system controller was connected to a power module with a normal grounded patient cable and pump stoppages could not be reproduced. Electrical continuity testing passed. A distal end percutaneous lead (driveline) repair was not required. A non-grounded patient cable for use with the power module will be provided to the patient, and the patient will be monitored. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Although the reported pump stoppage was confirmed via the submitted system controller log file, the cause could not be conclusively determined. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.